Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on a black screen with a bios password. A field service engineer (fse) reseated the sata cable. The station would not boot up, so the fse replaced the cable and the drive with a 1.6.1 drive. Then the fse preloaded hard drive and performed synchronization and then deployed the 11 eset and changed to managed status to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es shows black screen and enter password. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.